Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: visual inspection confirmed the ok keypad button was torn and the keypad was lifting below the ok keypad button, the up/down/contrast/ok keypad buttons required excessive force to activate during testing, it was observed that the up key contact was misaligned, the up/down/ok/contrast key contacts were inverted, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are intermittently unresponsive when pressed and require to be pressed multiple times for a response. The pt claimed the alleged issue began 2 months prior to contacting lfs. The pt also reported that approx 1 month ago, she noticed a hole in the ok keypad button. There was no adverse event associated with this complaint.